Manufacturer narrative:
H.6 investigation: photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® serum blood collection tube's label partially peeled off before use. This occurred on (B)(4) separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "label lifting"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube's label partially peeled off before use. This occurred on 82000 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "label lifting."